Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit passed the dat test at 0.08705 inches. Pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No cosmetic damage noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and a medtronic representative had to call for emergency medical assistance due to the customer experiencing low blood glucose on (B)(6) 2017 with blood glucose of 15 mg/dl at the time of the incident. The customer was at 86 mg/dl at the time of the call. The customer experienced symptoms such as incoherence, labored breathing, slurred speech, loss of balance, inability to move, seizure, and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed and the customer believes the pump over delivered insulin. Customer had been having lows even after getting a pump replacement. The insulin pump will be returned for analysis.